Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the shaft. There was contrast on the balloon and shaft and in the balloon and inflation lumen. The protective sheath was not returned. The stent was returned completely dislodged from the balloon. No damage to the stent was noted. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The outer member was slightly twisted 10.5 cm distal to the guide wire exit notch. There was a kink in the shaft 12.8 cm distal to the proximal balloon seal. There were bends throughout the entire length of the hypotube. During the investigation the middle portion of the stent was slightly smashed. No other damage to the sds was noted. A laser micrometer was used to measure the stent outer diameters. The proximal and middle measurements did not meet manufacturing criteria. The middle measurements were taken proximal to the section of the stent that was smashed during the investigation. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the operator wanted to treat a coronary stenosis. After having dilated the lesion, the physician realized that the stent was not on the lesion. Then, realized that it was on the floor of the room. So it was assumed that the stent was not crimped on the balloon. The stent delivery system (sds) was not inspected prior to use. No additional event or pt info is available.